Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 38 mg/dl. The other relevant blood glucose level was 202 mg/dl, 300 mg/dl. The insulin pump will not be returned for the analysis.